Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call that the insulin pump has absence of insulin flow blocked alarm. The insulin pump alarmed no delivery after 5 units during the high pressure test. Customer was advised to change the set and the insulin pump did not alarm no delivery when the high pressure test was repeated. Blood glucose value was 18.2 mmol/l. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.